Event description:
Information was received via an update to the pas03 study database that the patient was readmitted to the hospital on (B)(6) 2014. He had not been taking his chronic suppressive antibiotics at home. He was febrile (39.2) on admission. White blood count was 14.5 k/ul. He had wound cultures that grew corynebacterium and pseudomonas which were consistent with previous admissions. Broad spectrum antibiotics (vancomycin and cefepime) were started. CT chest, abdomen, and pelvis, on (B)(6) 2014 showed a phlegmon/fluid collection surrounding driveline, but not extending to skin and no abscess. CT surgery was consulted and did not feel any surgical intervention was indicated. Blood cultures were negative. Infectious disease (ID) was consulted and recommended continuing these antibiotics for a prolonged course, at least until follow up with ID transplant. A dual lumen "power line" placed. Continued vancomycin and cefepime was continued and the patient was discharged on (B)(4) 2014. Wbc at discharge was 10.5 k/ul.

Manufacturer narrative:
Review of the device's sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Infection is a known potential adverse event associated with the implantation of all lvads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. The company is seeking this information through the event investigation. Devices remain implanted.

Manufacturer narrative:
After further review, this complaint will capture events from events starting from (B)(6) 2014 to patient's death on (B)(6) 2015. In addition, our patient identifier (B)(6) (MFR report 3007042319-2015-00583) will capture any prior events from (B)(6) 2011 - (B)(6) 2012. It was reported that transplant infectious disease (ID) was consulted on (B)(6) 2014 and recommended vancomycin & cefepime that were started on (B)(6) 2014. Half sets of blood cultures grew coagulase negative staph, likely a contaminant and repeat blood cultures were negative. Superficial driveline wound cultures grew corynebacterium & pseudomonas, which have grown from driveline infection in the past. Computed tomography (CT) of the chest on (B)(6) showed cellulitis around driveline site without evidence of abscess or drainable fluid collection. Discussed case with CT surgery who recommended medical management rather than surgery now. ID recommended palliative treating with intravenous (IV) antibiotics for as long as possible. Plan to discharge patient to rehab to continue IV vancomycin and IV cefepime for 2 weeks. At that future admission, ID recommends seeking prior authorization for the potential oral (po) antibiotic regimen of tidezolid & ciprofloxacin. The patient was admitted on (B)(6) 2015 with newly malodorous driveline site with copious drainage and was discharged (B)(6) 2015 on vancomycin & meropenem for a driveline infection. The patient was admitted on (B)(6) 2015 with elevated white blood count (wbc) of 17.5 k/ul on admission. Blood cultures were negative and wound cultures grew 2+ pseudomonas aeruginosa, 1+ coliform, & 1+ corynebacterium. Patient was discharged on (B)(6) 2015 on vancomycin & meropenem.  The patient was stated to have expired in hospice on (B)(6) 2015 from sepsis due to chronic driveline infection. No additional information available. (B)(4). There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.